Event description:
In 2001, lfs france received a letter from a nurse reporting that she obtained one blood glucose result of "0" with a vial of surestep test strips. The nurse then opened another vial (lot number not known) and obtained an acceptable result. The representative was unsuccessful in speaking with the nurse who was ill and out of her office. In 9/01 the representative spoke with the hospital pharmacist and requested her to return the vial to lfs france. The pharmacist had no other information to share, and the nurse was still ill.